Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet with dexcom g7 experienced recurrent nocturnal hypoglycemia, including an event confirmed by fingerstick at 33 mg/dl while traveling, after which they ingested oral carbohydrates; reports showed no meal announcements and patterns of running high followed by hypoglycemia. Symptoms included low blood glucose. Outcomes included self-treatment with oral glucose without medical intervention or hospitalization. Investigation included review of available device data and user reports. Investigation of this case revealed no device malfunction reported, with use patterns indicating unannounced meals and potential insulin-on-board dynamics contributing to late postprandial hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.